Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not transfer energy to the patient. A backup at the scene was immediately used and the patient was resuscitated.